Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced pain, dyspareunia, infections, erosion of the mesh and continuing incontinence. All other information, including the patient's current condition, is unknown and reportedly unavailable.